Manufacturer narrative:
Pump received with missing segments/partial display due to cracked lcd zebra connector. Unable to confirm motor error alarm, battery anomaly and unable to perform any tests due to missing segments/partial display. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.